Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer freezes after interrogation of a device, no matter where you "tick" on the screen, there is no response. The programmer is expected to be returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the rf (radio frequency) head did not interrogate with a test ipg (implantable pulse generator). Analysis also found the control panel of the printer was defective and the left keyboard hinge was broken. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for service.